Event description:
It was reported that the patient developed diaphragmatic stimulation. Initially, the device was reprogrammed and the lead remained in use. Later, the patient developed heart block and the lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.